Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the most probable cause of light guide bundle was chipped due to component failure of the light guide bundle. The most probable cause is traced to electronic component failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation that the laparoscope, gynecologic exhibited a chipped light guide bundle. There was no patient involvement.